Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported one (1) controller was experiencing a poor mechanical connection and one (1) cac adapter that was concomitant to the event. There was no reported patient injury related to this event. The controller and adapter were taken out of use and new equipment was issued to the patient. The reported controller and adapter were returned to the manufacturer and evaluated. The cac adapter and controller passed visual and functional testing. The reported event was not reproducible during bench testing. The most probable root cause of the reported event cannot be conclusively determined since the device operated per specifications. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient was unable to connect the controller ac adapter to the controller and subsequently performed a controller exchange at home. The controller and controller ac adapter were removed from service and the patient was issued replacement devices. The controller and controller ac adapter were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.